Event description:
No additional information.

Manufacturer narrative:
Two samples of item number: 2420-0007 were submitted for quality evaluation. Visual examination was conducted, and it can be seen that the tubing sets had separated at the upper pumping segment fitting to the silicone tubing. Additionally, the securement collar for the upper pumping segment was not present on the samples submitted. The customer complaint of tubing defective/damaged was not confirmed, however, separation of the tubing was confirmed. The complaint has been verified but the root cause cannot be determined after further manufacturer investigation. A device history record review for model: 2420-0007, lot number: 24095407 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24sep2024. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was separatedthe following information was received by the initial reporter with the following verbatim the nurse was in process of removing the silastic tubing from pump (tubing change), when the top part of the silastic portion tubing fell apart.